Event description:
The cuff was removed and replaced due to cuff fluid loss and recurring incontinence.

Manufacturer narrative:
Should additional info become available, it will be re-evaluated and a follow-up report will be submitted.